Event description:
This case occured outside of the USA, in france. According to the information received, a patient was injected on (B)(6) 2022 with a teosyal rha 4 product, in the labial commissures and chin. On (B)(6) 2022, approximately 3 months post injection, the patient complained of swelling, non-inflammatory granuloma of severe intensity and dislocation of the product in the bitterness folds. As corrective treatment, on the (B)(6) 2022 the patient received an anti-inflammatory (prednisone, 60mg per day) along 2 weeks. Following this initial report, on (B)(6) 2022, we were informed that the practitioner suspected the appearance of a granulomatous reaction. However, no medical examination were done to confirm this diagnosis. On october 4, 2022, we were informed that the patient was in contact with the injector and an improvement in symptoms was observed. The doctor recommended a gradual reduction in corticosteroids for 1 month. In addition, the doctor confirms that it is a non-inflammatory granuloma and will not do a biopsy. No additional information are available at the time of this report.

Manufacturer narrative:
According to information received this event could be related to granulomas, which is well-known and described adverse reaction to hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.